Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The system's batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the image acquisition system (ias) motion batteries were not holding a charge. The batteries showed that they were charging when plugged into the wall, but they depleted very quickly once the system was unplugged and moved. There was no patient present when this issue was observed.